Event description:
It was reported that the insulin pump failed the motor displacement test. The customer's blood glucose was not provided. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. No motor error alarms or displacement anomalies were noted. However, unable to prime the device during prime test due to slightly loose drive support disk. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.